Event description:
A customer from vietnam reported a misidentification for three patient blood culture isolates in association with the vitek® 2 gn test kit. The customer reported that the identification obtained with the gn card for the three isolates was klebsiella oxytoca. The customer stated the isolates were tested with the api® method and the results were burkholderia cepacia, escherichia coli and pseudomonas aeruginosa. The customer did not repeat the vitek® gn test. The customer reported the incorrect result was not reported to the physician but there was delay for sending samples to an external lab for api® testing. The customer stated there was no impact to patient results and treatment. Biomerieux requested that the customer perform repeat testing with the vitek® 2 gn test kit. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported a misidentification for three patient blood culture isolates in association with the vitek® 2 gn test kit. An investigation was performed. A review of quality records confirmed gn lot# 2410052403 met final qc release criteria and passed initial qc performance testing. The customer reported setting up strains from blood agar (liofichem) and incubating the strains at 37°c in 5% co2. The gn package insert does not recommend testing isolates grown in a co2 environment. When asked to repeat the testing, the customer reported that their qc had failed but they did not specify any details. In a follow up conversation with biomerieux, the customer reported that they were no longer having misidentification issues. A qc lab report was submitted showing all passing reactions for e. Hormaechei, but the date was before the reported failed qc. Two lab reports were submitted. One for the e. Coli and b. Cepacia misidentifications but no lab report for the p. Aeruginosa misidentification. The e. Coli lab report showed five (5) atypical positive reactions (ado, dtag, ple, larl, dcel) for an identification of e. Coli according to the gn knowledge base. The b. Cepacia lab report showed three (3) atypical positive reactions (dtag, dtre, ure) for an identification of b. Cepacia group according to the gn knowledge base. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non recommended media or other user set up errors or an atypical strain. However without the strain or raw data it's not possible to further evaluate the cause of the misidentification.